Event description:
The reporter stated an aq2015a silicone aspheric three piece lens bent back on itself during loading. There was patient contact but no injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide)(B)(4): evaluation:results - visual inspection of the returned product found the lens stuck in the returned cartridge. The lens was torn inside the cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. (B)(4)